Event description:
Report received of an underdelivery of desferal. The pump was programmed to deliver 15ml at a continuous rate of 1.8ml/hr over 8.3 hours. It was reported that halfway through the infusion, the pump gave an audible alarm and displayed an unspecified error message. The pump was powered off and then back on multiple times, in an attempt for the pump to "reboot" itself. The pump continued to alarm. The homecare patient's family members chose to wait until the following morning to call the customer. A replacement pump was taken to the patient. The patient reportedly missed half of patient's desferal infusion. The patient did not experience any adverse effects and the IV access line remained patent. Though requested, there was no further information available.